Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported experiencing a sensation of pressure in her shoulder. At that time, her cgm indicated a reading of 103 mg/dl; however, no fingerstick test was performed. The patient remained awake until approximately 3:00 am before returning to bed. At 7:00 am the following morning, she experienced vomiting and general weakness. The cgm reading for that time could not be confirmed. Later that day, at approximately 5:00 pm, the patient called for emergency medical assistance. Upon arrival, paramedics performed a fingerstick test, which showed a blood glucose level of 570 mg/dl. The cgm reading at that moment was also not confirmed. The patient reported feeling as though she was ¿going in and out¿ of consciousness and was transported to the hospital. During the course of the event, the patient self-administered 10 units of insulin, though the exact timing of this intervention is unknown. At the hospital, she received intravenous medication and supplemental oxygen. No additional treatment was reported as necessary, and the patient was discharged after spending less than 24 hours in the hospital. At the time of this report, the patient is fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code problem code: 4591 decreased level of consciousness / code not available. H6 codes: health effect - clinical code problem code : correction to disregard 4581. Appropriate term/code not available.